Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use on a pt. The customer reported there was no pt harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics service tech was unable to duplicate the reported problem. However, the service tech confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. The service tech replaced the oxygen valve, oxygen stepper motor pcb and oxygen flow sensor to correct the problem. Performance verification testing was completed and the unit passed all tests to specifications.

Manufacturer narrative:
H6. Oxygen valve, oxygen flow sensor.